Manufacturer narrative:
The product is expected to be returned for analysis. However, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient. With this fogarty embolectomy catheter broke into two pieces. No additional intervention was needed. There is no allegation of patient injury. Patient demographic information unable to be obtained.

Manufacturer narrative:
The device was received for evaluation. The report of "catheter broke into two pieces" was confirmed. Catheter body was broken next to y-adapter. Cross surface of broken section appeared uneven and rough. Catheter body matched at the broken location. No other visible damage was observed from catheter body. Lab findings were aligned to the customer photo. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through a final visual inspection for catheter tube integrity and leaks.